Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported "the starter hole isn't on the center of wafer." The wafer was not used. Photographs depicting the reported issue were provided. No further information was provided.

Manufacturer narrative:
Returned sample evaluation: there are two (2) photographs associated with this case and in these, the reported defect can be seen. No unused returned sample was received. Conclusion summary of the related event: based on the analysis performed, even though there was an increasing tendency of complaints related to ¿off center starter hole¿ during 2018 and beginning of 2019, the updated data shows a positive tendency after the corrections executed to the ats#1 and ats#2 machines. Current quality and manufacturing controls have demonstrated to be adequate and effective since no non-conformance's have been generated during the production process associated to the same failure from january 2018 to september 30, 2020. Also, this failure mode will continue to be monitored by the leadership during the CAPA review board (monthly) and management review (biannual) for track and trending. No additional action is considered necessary for this record. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.